Event description:
A cardioquip (cq) customer requested an internal water pathway replacement for their device, due to discoloration in the devices tubing, and suspected device contamination. Cq director of operations and epidemiologist recommended the device receive hpc testing to provide a quantitative assessment of water quality. Hpc test results outside of cq specifications for water quality were received on 11/19/24, indicating device contamination.

Manufacturer narrative:
A cardioquip customer suspected their device was contaminated due to discoloration in the internal tubing and requested an internal water pathway replacement to remediate any potential contamination. Cardioquip's epidemiologist recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Test results were outside of cardioquip specifications. Therefore, the device was sent to cardioquip for repair. The device is currently at cardioquip and once it is repaired it will be returned to specification and full functionality.